Event description:
This case was reported by a consumer and described the occurrence of neuropathy in an (B)(6) female pt who received super poligrip original denture adhesive cream (B)(4) over a period of 5 yrs for denture adhesion. A physician or other healthcare professional has not verified this report. In approximately 2005, the pt started super poligrip original denture adhesive cream. In approximately 2006, the pt experienced neuropathy (pt stated she had this condition for four yrs). At an unspecified time after starting super poligrip original, the pt experienced tingling in fingers, toe pain and her fingertips turned white when her hands got cold. This case was assessed as medically serious by gsk. Treatment with super poligrip original was discontinued. At the time of reporting, the events were unresolved. Super poligrip is mfg in (B)(4). The lot available and quality testing is pending. (B)(4).